Event description:
It was reported that pump experienced malfunction alarms, including multiple past occurrences of the same malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump prior to contacting support and planned to continue using pump with alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software.